Event description:
The catheter was inserted into the right antecubital vein in 2007. The catheter was secured with tape. The catheter was flushed with a 10cc heparin solution. The baby experienced pulmonary effusion - embolism with confirmed tray in appropriate position. Got some blood back. No documented sepsis.

Manufacturer narrative:
The sample was returned for evaluation in 2007 and sent for decontamination. Upon decontamination of the unit and completion of the investigation, a supplemental report will be submitted. Date submitted: 22 june 2007.